Event description:
It was reported that during a bph prostate procedure, "fiber or card quit working, no lasing beam" at 39,546 joules of usage and 07:38 minutes. The fiber was exchanged and the case completed. Patient outcome: "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the glass cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).